Manufacturer narrative:
Device evaluation by manufacture: the rotalink plus unit was received for analysis. Visual analysis revealed that the fiber optic cable and air hose were cut from the advancer. A partial guide wire was returned inserted in the rotablator plus unit and could not be removed from the device. Microscopic inspection of the burr and coil revealed that the burr to be within specifications. There were no scratches that exposed any brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR #: 2134265-2012-01947. It was reported that during a rotational atherectomy treatment procedure, the speed of the burr was unstable, the burr became stuck in the lesion and a guide wire fracture occurred. The first 90% stenosed, 18mm in length and 3.25mm in diameter target lesion was located in the severely calcified and moderately torturous proximal distal right coronary artery (rca). A second 90% stenosed, 25mm in length and 3.00mm in diameter target lesion was located in the severely calcified and moderately torturous proximal distal rca. Additionally, a third 90% stenosed, 15mm in length and 2.50mm in diameter target lesion was located in the severely calcified and moderately torturous proximal posterior descending artery (pda). Ablation was performed in the proximal rca without issue utilizing the 1.75mm rotablator rotalink plus burr. The burr was then advanced to the distal rca, however, as the device passed through the lesion it was noted that the sound of the device became high-pitched and the speed of the burr became unstable. To continue the procedure, the device was advanced to the pda, however, the high-pitched sound continued and the rotational speed dropped from 200,000rpm to 120,000rpm. Resistance was encountered as the device was withdrawn from the pda and the burr subsequently became stuck in the distal rca. To remove the device, the physician withdrew the burr into a 7fr non-bsc guide catheter using dynaglide mode, however, during removal of the burr the floppy rotawire gold guide wire fractured. The separated guide wire was successfully retrieved with a snare. The procedure was completed with these devices. There were no additional patient complications reported and the patient's status is listed as good.